Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: suspected lymphoma alcl.

Event description:
Media outlet reported six patients with alcl. Bia-alcl markers were not reported. Device side was not specified and status of device is unknown. Treatment and symptom resolution are unknown. The manufacture of the device is unknown.